Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and implantable suture clips were used. During the procedure, while clipping, the clip did not hold on to the thread. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No further information is available.